Event description:
It was reported that the device occasionally fails to operate and does not inflate. The issue occurred after powering on the device, but also during use. Reportedly, the device works normal after restarting. There were no health consequences for the patient reported. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Manufacturer narrative:
The investigation was based on the provided information, including the log file of the affected device and a video of the reported symptom. Based on the log file analysis the reported event could not be verified. The provided log file does not cover the reported date of event. The provided video shows the device being used in vc-cmv mode connected to a testlung. It can be seen that the testlung is not ventilated and stays flat. The device alarms for low airway pressure. Also, it is visible the battery state of charge is low to almost empty. An unspecified testlung has been used which is not approved for use with the device. This may lead to a failure in the device check. Additionally, it was found that non-dräger battery was used that was out of date. The battery has already been replaced by the dräger service and the device is operating without deviation. In case of a technical problem, the device alarms visually and acoustically. Potentially the ventilation may stop. In this case an alternative independent ventilation device has to be used instantly, as described in the instruction for use. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device occasionally fails to operate and does not inflate. The issue occurred after powering on the device, but also during use. Reportedly, the device works normal after restarting. There were no health consequences for the patient reported. The device has no UDI as an UDI was not required at the time the device was manufactured.